Event description:
The pt received her scs ipg on (B)(6) 2009. It was reported that the pt was unable to fully recharge the scs ipg. The pt was sent a new charger to help resolve the issue. The stimulation also gets weak and then goes back to normal randomly. The stimulation level does not change on the programmer when this happens. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.